Event description:
On an unspecified date, the chamber of a secondary set, secure lock, with IV set hanger, 34 inch reportedly dislocated from a pre-medication infusion bag upon set up (when placing the pre-med bag after the bag was spiked and hung) for a patient. They were able to stop the medication from leaking, and a new secondary set was placed. There was no patient harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
Received one (1) photo of the set. The bag spike was disconnected from the drip chamber. The complaint of disconnection and leaks can be confirmed. The probable cause based on lot history is due to insufficient solvent applied during manual bond assembly in manufacturing. The lot history was reviewed and a similar complaint with the same lot number was found to have insufficient solvent. The similar complaint was (B)(4).